Manufacturer narrative:
(B)(6). (B)(4). Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment to the syringe broke off and the solution was squirting out when putting the needle in the actual norian pack to the mix. The female connector to the syringe broke off and all of the solution could not go into the pack; some of the solution went in but not all of it. The norian was not mixed correctly and the surgeon needed another pack. There was a five to ten (5-10) minute surgical delay. This was during a humerus fracture surgery. There was no other medical intervention needed to complete the surgery. The surgery was completed successfully with no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part number: 07.704.005s, synthes lot number: dsc2468: release to warehouse date: november 05, 2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one empty syringe and full pouch from part 07.704.005s, lot # dsc2468 was received with a complaint ¿syringe attachment broke off¿. An inspection of the returned syringe shows that the luer-lock is free spinning and comes off the syringe when attaching it to the pouch. The syringe cannot attach to the powder packet without this lock. It is unknown how this lock was damaged. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, DHR review, drawing review, and risk assessment review were performed as part of this investigation. No product design/manufacture issues or discrepancies were observed during the investigation. No new, unique, or different patient harms were identified as a result of this investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.